Event description:
Description of event according to initial reporter: celect ivc filter placed in 2009 at unknown location by unknown physician via unknown access site. Patient came in for ivc filter retrieval (B)(6) 2023. The filter was not intact in the ivc. Fragments remained in the chest and ivc. Physician removed a fragment from the ivc.